Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("profuse menstrual bleeding") in a 38 year-old female patient who had essure inserted (lot no. B36371) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), blood loss anaemia ("anaemia"), pyelonephritis acute ("acute pyelonephritis"), arthralgia ("pain in the ankles, knee, hips, shoulders"), neck pain ("pain in neck"), muscular weakness ("muscular weakness"), hypoaesthesia ("numbness"), headache ("headaches"), disturbance in attention ("trouble concentrating"), memory impairment ("memory problems"), visual impairment ("severe degradation of my vision"), dry eye ("dry eyes"), eye pruritus ("itching of eyes"), hyperhidrosis ("profuse sweating"), skin odour abnormal ("odorous sweating"), hot flush ("hot flashes"), night sweats ("night sweating"), palpitations ("palpitations"), anxiety ("anxiety"), insomnia ("insomnia"), angioedema ("neurotic bradykinin-mediated angioedema"), dermatitis contact ("hypersensitivity to cosmetics"), food allergy ("hypersensitivity to foodstuff"), dizziness ("dizziness"), paraesthesia ("pins and needles sensation in the arms, feet and lower legs"), hallucination, olfactory ("olfactory hallucinations"), parosmia ("hypersensitivity to smells"), perfume sensitivity ("hypersensitivity to smells"), nausea ("nausea"), dyspepsia ("burning sensation in the stomach"), diarrhoea ("diarrhoea"), constipation ("constipation"), dry skin ("dry skin"), sensitive skin ("sensitive skin"), pruritus ("skin itching"), alopecia ("hair loss"), edema limbs ("oedema of the hands and ankles"), pain in extremity ("pain in the calves") and fatigue ("severe fatigue"). In (B)(6) 2014 she experienced tooth abscess ("dental abscess in left jaw"). In (B)(6) 2020 she experienced dental cyst ("removal of dental cyst in the right lower jaw"). In 2020 she experienced hypertension ("sudden onset of hypertension"). In (B)(6) 2021 she experienced leg oedema ("after radiofrequency ablation, severe oedema of the entire right leg"). On an unknown date, she experienced varicose vein ("varices") and back pain ("pain in lumbar region") and was found to have weight increased ("more than 20 kg weight gain"). The patient was treated with surgery (hysteroscopy, endometrial curettage in (B)(6) 2020, cyst removal and radiofrequency ablation of the right great saphenous vein oct-2021). Essure treatment was not changed. No causality assessment was received for essure with regard to heavy menstrual bleeding, blood loss anaemia, arthralgia, back pain, neck pain, pain in extremity, fatigue, muscular weakness, hypoaesthesia, headache, disturbance in attention, memory impairment, visual impairment, dry eye, eye pruritus, hypertension, hyperhidrosis, skin odour abnormal, hot flush, night sweats, palpitations, anxiety, insomnia, angioedema, dermatitis contact, dizziness, paraesthesia, weight increased, hallucination, olfactory, nausea, dyspepsia, diarrhoea, constipation, dry skin, pruritus, alopecia, edema limbs, pyelonephritis acute, tooth abscess, dental cyst, leg oedema, varicose vein, food allergy, perfume sensitivity, parosmia or sensitive skin. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("profuse menstrual bleeding for several years") in a 38 year-old female patient who had essure inserted (lot no. B36371-invalid) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required), blood loss anaemia ("anaemia for several years"), pyelonephritis acute ("acute pyelonephritis"), arthralgia ("pain in the ankles, knee, hips, shoulders"), neck pain ("pain in neck"), pain in extremity ("pain in the calves"), fatigue ("severe fatigue"), muscular weakness ("muscular weakness"), hypoaesthesia ("numbness"), headache ("headaches"), disturbance in attention ("trouble concentrating"), memory impairment ("memory problems"), visual impairment ("severe degradation of my vision"), dry eye ("dry eyes"), eye pruritus ("itching of eyes"), hyperhidrosis ("profuse sweating"), skin odour abnormal ("odorous sweating"), hot flush ("hot flashes"), night sweats ("night sweating"), palpitations ("palpitations"), anxiety ("anxiety"), insomnia ("insomnia"), angioedema ("neurotic bradykinin-mediated angioedema"), dermatitis contact ("hypersensitivity to cosmetics"), food allergy ("hypersensitivity to foodstuff"), dizziness ("dizziness"), paraesthesia ("pins and needles sensation in the arms, feet and lower legs"), hallucination, olfactory ("olfactory hallucinations"), parosmia ("hypersensitivity to smells"), perfume sensitivity ("hypersensitivity to smells"), nausea ("nausea"), dyspepsia ("burning sensation in the stomach"), diarrhoea ("diarrhoea"), constipation ("constipation"), dry skin ("dry skin"), sensitive skin ("sensitive skin"), pruritus ("skin itching"), alopecia ("hair loss") and edema limbs ("oedema of the hands and ankles"). In (B)(6) 2014 she experienced tooth abscess ("dental abscess in left jaw"). In (B)(6) 2020 she experienced dental cyst ("removal of dental cyst in the right lower jaw"). In 2020 she experienced hypertension ("sudden onset of hypertension"). In (B)(6) 2021 she experienced leg oedema ("after radiofrequency ablation, severe oedema of the entire right leg"). An unknown time later she experienced varicose vein ("varices") and back pain ("pain in lumbar region") and was found to have weight increased ("more than 20 kg weight gain"). The patient was treated with surgery (hysteroscopy, endometrial curettage in (B)(6) 2020, cyst removal and radiofrequency ablation of the right great saphenous vein (B)(6) 2021). Essure treatment was not changed. No causality assessment was received for essure with regard to heavy menstrual bleeding, blood loss anaemia, arthralgia, back pain, neck pain, pain in extremity, fatigue, muscular weakness, hypoaesthesia, headache, disturbance in attention, memory impairment, visual impairment, dry eye, eye pruritus, hypertension, hyperhidrosis, skin odour abnormal, hot flush, night sweats, palpitations, anxiety, insomnia, angioedema, dermatitis contact, dizziness, paraesthesia, weight increased, hallucination, olfactory, nausea, dyspepsia, diarrhoea, constipation, dry skin, pruritus, alopecia, edema limbs, pyelonephritis acute, tooth abscess, dental cyst, leg oedema, varicose vein, food allergy, perfume sensitivity, parosmia or sensitive skin. The reporter commented: I noticed problems since the implantation of essure, which have become more frequent/severe in the last 2-3 years. In (B)(6) 2021 radiofrequency ablation of the right great saphenous vein due to varices and ankle oedema; after the radiofrequency ablation, a severe oedema of the entire right leg, which could not be explained by the surgeon. (B)(6) invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.